Manufacturer narrative:
Plant investigation: an exterior visual inspection of the returned cycler showed that the heater tray was rubbing against the top cover, the touch screen was misaligned to the right, the front panel bezel was cracked, the rear of the top cover was damaged, and the gap between the top cover and heater tray was too small (compressor side). The cycler touch screen test failed. Upon power up, the push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. The load cell was found to be misaligned, a bottom cover support bracket bent, and support blocks dislodged during the inspection. Evidence of dried fluid was identified within the cassette compartment, beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cycler failed the load cell verification check and the go-no go test. The load cell was realigned and the top cover was reseated to address the gap between the top cover and heater tray that was too small. The load cell verification check then passed. A post-accelerated stress test (ast) simulated treatment was performed and completed without alarms or failures. The mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed; the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
A patient reported to technical support (ts) that the screen of their liberty select cycler went blank during an unknown phase of peritoneal dialysis (pd) treatment. Prior to contacting ts, the patient had woken up to an alarm with nothing on the screen. The patient tried turning off the cycler and moving the power plug to a different outlet, but the problem persisted. The ts representative advised the patient to reboot the cycler. The ok and stop keys were on, however the screen remained blank. At that point in time, ts advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. There was no allegation that an adverse event occurred or that medical intervention was required as a result of the reported event. Additional information was requested, however, to date a response has not been received. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.